Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo surgery with removal of the essure device in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 857597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), parity 2, epigastric hernia, vaginitis, chronic cervicitis, ventral hernia, loop electrosurgical excision procedure, stress urinary incontinence, knee injury, knee pain, neck pain, fibroids, urinary urgency, vulvovaginal candida, bacterial vaginosis, weakness, insomnia, bilateral otitis media, sinusitis and gerd. Concurrent conditions included obesity, vaginal discharge, candida vaginal, arthralgia, pedal edema, neck pain, back pain, paresthesia, fibroids, urinary urgency, muscle weakness lower limb, hemorrhoids, nasal congestion, swelling nos, rhinitis, tingling skin, lumbar strain, weakness, insomnia, joint effusion, bilateral otitis media, acute sinusitis, hypertension, palpitations, gerd, anxiety, myofascial pain syndrome, multiple sclerosis, hemorrhoids, oral allergy syndrome, adverse food reaction, eosinophilic esophagitis and eustachian tube dysfunction. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headache") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti"), cystitis ("bladder infection"), dizziness ("neurological conditions or problems type: dizziness"), vertigo ("vertigo") and gastrointestinal disorder ("gastrointestinal disorder"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), dyspepsia ("digestive disorder"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, cystitis, migraine, dizziness, vertigo, fatigue, weight increased, gastrointestinal disorder, dyspepsia and headache outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dizziness, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Current weight 220 lbs. 3 trailing coils were then confirmed on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: heterogeneous structure in the right ovary may represent a ruptured ovarian cyst. Trace amount of free fluid in the pelvis. X-ray - on (B)(6) 2012: knee pain- r knee; x-ray wnl, patient states wearing knee brace, icing knee, mild-mod relief. But complaining of instability at times. She states wearing heels to work, and flats when not working. Test results- urine tests. Asymptomatic. Pcp bonding - new patient. -patient seen in ucc for r knee and bll leg swelling. Ua +le, few wbcs, patient presents with: knee pain- r knee; xray wnl, no abnl. Patient states wearing knee brace, icing knee, mild-mod. Relief. But complaining of instability at times. She states wearing heels to work, and flats when not working.; on (B)(6) 2014: there is mild patellofemoral degenerative osteoarthritis bilaterally, worse on the right. There may be a trace knee effusion on the right. There is borderline medial joint space narrowing bilaterally. There are no significant osteophytes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache,vertigo,light headedness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: pfs received. Reporters information updated ,lot number added. Events:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti/bladder, migraines /headaches, neurological conditions or problems type: dizziness/vertigo, dysmenorrhea (cramping), fatigue, pain, weight gain/loss specify which one: weight gain , lower abdominal pain, abdominal pain were added. Medical history ,lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 35-year-old female patient who had essure (batch no. 857597) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g3), parity 2, epigastric hernia, vaginitis, chronic cervicitis, ventral hernia, loop electrosurgical excision procedure, stress urinary incontinence, knee injury, knee pain, neck pain, fibroids, urinary urgency, vulvovaginal candida, bacterial vaginosis, weakness, insomnia, bilateral otitis media, sinusitis, gerd and hernia repair. Concurrent conditions included obesity, vaginal discharge, candida vaginal, arthralgia, pedal edema, neck pain, back pain, paresthesia, fibroids, urinary urgency, muscle weakness lower limb, hemorrhoids, nasal congestion, local swelling, rhinitis, tingling skin, lumbar strain, weakness, insomnia, joint effusion, bilateral otitis media, acute sinusitis, hypertension, palpitations, gerd, anxiety, myofascial pain syndrome, multiple sclerosis, hemorrhoids, oral allergy syndrome, adverse food reaction, eosinophilic esophagitis and eustachian tube dysfunction. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headache") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced urinary tract infection ("uti"), cystitis ("bladder infection"), dizziness ("neurological conditions or problems type: dizziness"), vertigo ("vertigo") and gastrointestinal disorder ("gastrointestinal disorder"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), dyspepsia ("digestive disorder"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety, depression, vaginal haemorrhage, urinary tract infection, cystitis, migraine, dizziness, vertigo, fatigue, weight increased, gastrointestinal disorder, dyspepsia and headache outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dizziness, dysmenorrhoea, dyspepsia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Current weight 220 lbs. 3 trailing coils were then confirmed on both side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - on (B)(6) 2014: heterogeneous structure in the right ovary may represent a ruptured ovarian cyst. Trace amount of free fluid in the pelvis. X-ray - on (B)(6) 2012: knee pain- r knee; x-ray wnl, patient states wearing knee brace, icing knee, mild-mod relief. But complaining of instability at times. She states wearing heels to work, and flats when not working. Test results- urine tests. Asymptomatic. Pcp bonding - new patient seen in ucc for r knee and bll leg swelling. Ua +le, few wbcs, patient presents with: knee pain- r knee; xray wnl, no abnl. Patient states wearing knee brace, icing knee, mild-mod relief. But complaining of instability at times. She states wearing heels to work, and flats when not working.; on (B)(6) 2014: there is mild patellofemoral degenerative osteoarthritis bilaterally, worse on the right. There may be a trace knee effusion on the right. There is borderline medial joint space narrowing bilaterally. There are no significant osteophytes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache,vertigo,light headedness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo surgery with removal of the essure device in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: sought treatment on multiple occasions for these symptoms. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.